Event description:
Bunion surgery was performed in the operating room of ambulatory foot and leg surgery center, an outpatient facility. During surgery, patient sustained a fractured bone in the foot. Patient was given protective footwear (a stiff-soled sandal) to stabilize the foot. Surgeon feels the k-wires are not as flexible as they once were.

Manufacturer narrative:
Due to indication of patient injury due to a fractured bone, occurrence was determined to be reportable to the FDA. Per (B)(6), they are not sure which lot number was involved with this case. Based on this, we did not show a lot number or expiration date. The facilities has two lot numbers as shown below: lot #1114257636; expiration date 11/2018 and lot #0414243283; expiration date: 04/2018.